Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid via an implanted pump for non-malignant pain. It was reported the patient had been in the hospital for 3-4 days because they had not been able to bolus, which had caused him to be "severely sick and shaking and confused.¿ while on the call the patient was able to connect to the pump request/receive bolus. The pump was not alarming. The personal therapy manager (ptm) did not show any alerts. Per the ptm: bolus duration 2 min, lockout 2 hours, bolus restrictions 1 per 2 hours, max per day: 7. It was further reported about four days ago he had his pump filled and it was the first time it hurt when they filled it. It was noted since the fill the patient had not been getting any pain relief. Agent reviewed mdt role and rep role and redirected to the doctor regarding having the pump interrogated. The managing physician was aware. Additional information was received from a healthcare provider (hcp) on 2025-04-30 and it was reported the device was interrogated during and after this incident. There was also a dye and rotor study completed. The reservoir was accessed. All diagnostic measures were normal appearing. Regarding the cause of the patient¿s symptoms, it was reported that it was possible that fever/infection, anxiety, or polysubstance use may have contributed to the symptoms, but the definitive cause was not known. The cause of the inability to bolus was not determined, it appeared the boluses were appropriately delivered. Regarding the cause of the pain when the pump was refilled and not getting adequate pain relief since refill, the cause was not determined, but the relative lack of relief and withdrawal (like symptoms) may have been a contributing factor. As per above, the pump was evaluated and found to be working appropriately. The event was resolved.